Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The customer was sent a cooling fan filter to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilators fan was not functioning. No patient involvement. Event date not specified; estimate used.